Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was managed effectively following their pump implant, however the patient had since experienced less therapeutic effect from their infusion system. On (B)(6) 2011 it was reported that the patient had fallen off his wheelchair, and had begun having increased spasms. It was noted as being "unknown" if the event/issue was related to the patient's pump or catheter. On (B)(6) 2011 it was reported that a (B)(4) study and (B)(4) study conducted on (B)(6) 2011 that revealed normal functioning/results. No surgical intervention occurred, however, the patient was hospitalized. Drug delivered via the system was baclofen. The patient had recovered without sequelae.